Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Healthcare professional reported ¿left side deflation along with implant exchange from textured to smooth implants due to the patients concerns with the product¿. Device remains implanted.

Event description:
Device has been explanted and replaced with an allergan device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, wear abrasion, opening on posterior and yellow biological tissue. Leak test and microscopic analysis was performed which identified crease sharp opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is an opening crease sharp on posterior assessed as fold flaw opening